Event description:
Per the clinic, the device was explanted due to pain (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2022-03568.